Event description:
The patient's father reported that the patient had measured the blood glucose level on 23-oct-2023 in the morning and the result was 85 mg/dl. The patient had no symptoms of hyperglycemia or hypoglycemia, but treated the low blood glucose level with some sweets. After an unspecified time, the patient lost consciousness. The patient was taken to hospital by paramedics. At the hospital, a glucose laboratory test was performed, which resulted in a value of 700 mg/dl. The patient was treated in the intensive care unit for a week and received intravenous infusions. No more details regarding the treatment provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.